Event description:
A caller reported that the t:slim x2 pump battery was not charging, and a power source alert had occurred around the time the issue began. There was no adverse impact to the customer's blood glucose level. The customer chose not to continue with technical support, and no further assistance was needed.